Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt reportedly restarted using the pump on a "tuesday" and was getting blood glucose results in the 145 to 200's mg/dl; however, two days later, the pt obtained a 529 mg/dl blood glucose result 2 hours after bolusing for her dinner. The pt was disconnected from the pump. The pt's mom denied seeing any bending or blood inside the infusion set cannula and did not see any scar tissue at the infusion site. The pt's mom also claimed there were no air bubbles inside the infusion set tubing and there was no insulin leaking from the cartridge. The pt infusion site was changed but the elevated blood glucose level was corrected via the doctor's protocol which is treated by syringe. The pt's blood glucose went down to 145-200's mg/dl after the insulin injection. The pt's mom did not have the pump with her at the time of the call to troubleshoot; however, the animas customer support representative was able to confirm that the cartridges being used is not part of any recall. The pt's mom also reported that at the time of the high blood glucose, she had already reviewed the pump histories and no alarms were noted, the programmed boluses were all delivered, the prime was completed correctly, and the pump was not suspended. This complaint is being reported because the pt allegedly obtained a 529 mg/dl blood glucose result 2 days after resuming pump therapy. The pt's blood glucose was corrected with insulin via injection. Since the pump was not available at the time of the call, it cannot be determined if a pump malfunction/use error was involved in the reported incident.